Manufacturer narrative:
(B)(4). Concomitant medical products: item# 51-104150, tprlc 133 t1 pps ho 15x150mm, lot# 6299172; item# 00875100832, liner neutral 32 mm i.d. Size gg for use with 48 mm o.d. Size gg shell, lot# 64147069; item# 00875304801, shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners, lot# 63940997. Customer has indicated that the product will not be returned to zimmer biomet for investigation, add reason, as available. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -00395.

Event description:
It was reported that patient experienced leg length discrepancy accompanied with some pain after total hip arthroplasty. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of physical therapy notes which indicated patient using 1cm heel lift in left shoe, symmetry to gait restored. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.